Event description:
It was reported that the external pulse generator had a damaged case. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a damaged case, the upper case was broken and it was therefore replaced. Analysis also found that the high rate cover, main clear cover and the caution label were all missing and were replaced and that the interconnect flex was out of specification and it was also replaced. (B)(4).